Manufacturer narrative:
(B)(4). Two companion samples were returned for evaluation. Visual inspection showed no separations at any of the solvent bond locations. All solvent bonds were then pull tested. No failures were noted. The reported condition was not confirmed. The root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter corporate product surveillance a 4 leak arthroscopic irrigation set in which the drip chamber separated from the bottom of the tubing. The event occurred during patient use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.